Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received and cine review, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2026 a 30-25mm amplatzer talisman pfo occluder was selected for implant using a 10f amplatzer trevisio intravascular delivery system. During device preparation the right disc of the occluder took on a bulbous shape. The right disc was able to be flattened. During the procedure, while attempting to deploy the occluder, the right disc took on a bulbous shape again. The occluder was removed from the patient and re-prepared. The occluder conformed back to its original shape. The occluder was implanted. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 30-25mm amplatzer talisman pfo occluder was selected for implant using a 10f amplatzer trevisio intravascular delivery system. During device preparation the right disc of the occluder took on a bulbous shape. The right disc was able to be flattened. During the procedure, while attempting to deploy the occluder, the right disc took on a bulbous shape again. The occluder was removed from the patient.